Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 3654ml during cycle 4. This events meets the criteria for overfill.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice was evaluated by the product analysis lab (pal). The assignable cause of the reported condition of an increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (tidal ultrafiltration removal set too low). Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Review of the labeling finds the homechoice apd systems at-home guide adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4). Baxter product surveillance left a voicemail for the patient's dialysis nurse regarding the iipv events to explain the assignable cause of tidal ultrafiltration removal set too low.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.